Manufacturer narrative:
Correction information: h6: coding changed, based on the investigation result. Evaluation summary: based on the content of investigated data. It was determined, that the potential cause/root cause of failure was that excessive force, such as hitting the root brace part, during use or hitting the root brace part against the treatment table with the operation part upright, was applied and the forceps channel was deformed. Making it difficult for the treatment instrument to pass through. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed, the endoscope was manufactured pentax medical penang on 20-jun-2022 under normal conditions. The endoscope was reworked for abnormal image appearance including parts replacement. And passed required inspections. And was released accordingly. Also, there were no concessions. And the dates of approval for shipment and actual date shipped were confirmed for 21-jun-2022. Pentax medical has not received, any further information for this event. And therefore, considers this medwatch report closed.

Manufacturer narrative:
Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Patient involved - no known adverse event. Customer reported during a procedure their staff, along with the physician tried to pass a snare through the instrument inlet port. They stated it was extremely hard to pass the snare. Description of any actions taken: snare was removed and replaced numerous times until it was able to pass from the scopes. This event occurred at the time of during use. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.